Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error and had an unresponsive keypad. The caller did not know the blood glucose reading. The caller did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
No button error alarm occurred during testing. The insulin pump was received with intermittent button response due to moisture damage at the keypad trace. The device was also received with a minor scratched liquid crystal display window, cracked case near the display window corners, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.